Event description:
While charging a freestyle oxygen concentrator, there was a pop and the device started to smoke, then another pop with a fire. No injuries, and the fire was contained within the device.

Manufacturer narrative:
Device eval is in-process, and a follow-up report will be submitted.